Manufacturer narrative:
Investigation completed on a smith medical fluid warming/level 1 hotline low flow systems - hl-390 . The complain of the device does not alarm when doing over temp test was verified when testing. The device physical condition on arrival revealed an outdated pcb and power switch. Enclosure was stained and marked, both covers were cracked, line cord was worn and pole clamp handle was broken. Action was taken to replace to replace the pcb (primary circuit board). Repair summary included: upgraded the pcb, power switch, and retainer under CAPA # (B)(4)2. Reported the enclosure, both covers, line cord and pole clamp were replaced. This was the summary of all repairs done as routine maintenance, as the primary problem revealed the pcb board. The device passed all functional testing.

Event description:
Information received a smith medical fluid warming/level 1 hotline low flow systems - hl-390 doesn't alarm when you do the over temp test. The event occurred during testing and not patient involvement.